Event description:
It was reported that an arteriotomy closure of the left common femoral artery (lcfa) was attempted using a proglide device after a diagnostic heart procedure. Reportedly, when the physician was advancing the device into the artery some resistance was felt and marking could not be obtained. The device was removed from the groin and it was observed that the sheath was kinked. The lcfa was not tortuous, and there was no scar tissue present. Manual arterial compression was used to achieve hemostasis. The proglide was not flushed prior to the procedure. The physician believes that the difficulty inserting/advancing the device into the arteriotomy may have been related to the patient obesity and deep tissue tract. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient reported to be in the (B)(6). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported kink in the sheath was confirmed. However, the inability to obtain marking was not confirmed. Analysis of the returned device revealed that the marker tube appeared normal and the marker port was not occluded. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.